Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. [(B)(4)].

Event description:
It was reported via medwatch that the securement on the device allows it to move within the vessel and came out of the vessel. Patient was receiving crrt when line came out. Rn was giving medication for procedure and line had come out. New line was placed.